Event description:
A customer reported to beckman coulter, inc (bec) of obtaining erroneously low free thyroxine (free t4) results, below the normal reference range of 0.70 - 1.90 ng/dl, from access 2 immunoassay system for approximately 12 patient samples. The results were reported out of the laboratory, but did not match clinical pictures of the patients. Repeat testing after recalibration produced results within the normal reference range. Repeat testing on some of the samples in a reference lab by an unknown methodology also produced results within the normal range. The customer stated there was no risk of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer collects all samples into plastic serum gel separator tubes. The samples are allowed to clot for 15-20 minutes prior to centrifugation, and spun at 3150 rpms in a room temperature, fixed angle centrifuge. Repeat testing may occur a few hours to 1 day after initial testing. No qc concerns were noted. Qc means and ranges are set comparable to peer. Calibrations have been passing; yet the customer stated they calibrate every few days due to patient sample issues. The customer stated that they are currently freezing their free t4 calibrator. A system check had failed the washed portion on (B)(6) 2011. Two system checks ran since then have been passing. Service was dispatched for this event. Service notes are pending, but the customer stated that on (B)(4) 2011 service was onsite and found a broken belt. She stated after this service visit, the free t4 performance had been better.